Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, multiple non-sustained right ventricular oversensing episodes were noted on the implantable cardioverter defibrillator. The episodes were due to loss of capture. It was noted that the patient was not dependent. The patient will continue to be monitored. There were no patient consequences.